Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were non-sustained right ventricular oversensing episodes that showed loss of bi-ventricular capture. The patient had an underlying rhythm and was asymptomatic. Additional information was not reported.

Event description:
New information received notes that the programming changes were performed to set the ventricular outputs. Patient was stable post programming changes.